Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "sticking/broken." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that during central processing, the 8mm tenaculum forceps was sticking/broken. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.